Manufacturer narrative:
Based on the follow up information received, this incident has been reported in error because as per FDA guidelines, the product was used in a veterinary setting, therefore it is not a reportable event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 10/16/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the gauze was falling apart and falling into the patient in the operative site.